Event description:
During a ptca/stenting treatment procedure, the liberte bare stent delivery system balloon ruptured at 13 atms on the initial inflation. A dissection occurred at the target lesion. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the right posterio-lateral coronary artery. The lesion had been predilated with a maverick otw 3.0/15 mm balloon. The liberte bare stent was successfully deployed despite the balloon rupture. The stent delivery system balloon was removed and another liberte bare stent was deployed to cover the dissection. The procedure was successfully completed. No other pt inuries or complications were reported. Pt status is reported as 'good'.